Manufacturer narrative:
Na.

Event description:
The reporter stated that the office coaguchek xs meter (serial number (B)(4)) was reading higher than the laboratory result on this patient. A reading of 7.0 inr was obtained on the meter and the laboratory result was reported to be 4.0 inr. The laboratory result was within 4 hours from the meter result. The laboratory uses the dade innovin reagent. The reporter states that the patient was told not to take his coumadin based on the laboratory result. He was also told to be retested the next day and he was tested again at the hospital laboratory and the result the day after was 2.7 inr. He was told to restart his regular coumadin dose. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The patient is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 205403-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. Product was not returned for investigation. The returned meter & reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The strips were not returned by the customer.